Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a novalung console displayed concurrent technical failure alarms #206 and #208 with a loss of flow measurement while a patient was on extracorporeal membrane oxygenation (ECMO) support. The patient was on ECMO for about six hours when the pump drive reportedly stopped. The operator then switched to the backup pump drive and this is when the alarms occurred. The alarms were intermittent but frequent. They were unable to replace the sensor box because a backup was not available. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. They considered disconnecting the flow sensor and using an external flow measurement device; however, they ultimately decided to change the circuit and device to another system. This resulted in approximately 500 ml of blood loss. The patient reportedly remained stable throughout the event. The facility requested an on-site inspection of the console. Upon follow-up, it was confirmed that no patient injury or harm occurred due to the events, and no medical intervention was required. The patient was able to get running on the new device and there were no further issues. It was confirmed that a field service technician (fst) went onsite to evaluate the console. The fst confirmed the sensor box was at the root of the issue. They replaced the sensor box with a new one and took the defective one with them. The sample was not available to be returned for evaluation. The serial number of the sensor box is (B)(6).

Event description:
It was reported that a novalung console displayed concurrent technical failure alarms # 206 and # 208 with a loss of flow measurement while a patient was on extra corporeal membrane oxygenation (ECMO) support. The patient was on ECMO for about six hours when the pump drive reportedly stopped. The operator then switched to the backup pump drive and this is when the alarms occurred. The alarms were intermittent but frequent. They were unable to replace the sensor box because a backup was not available. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. They considered disconnecting the flow sensor and using an external flow measurement device; however, they ultimately decided to change the circuit and device to another system. This resulted in approximately 500 ml of blood loss. The patient reportedly remained stable throughout the event. The facility requested an on-site inspection of the console. Upon follow-up, it was confirmed that no patient injury or harm occurred due to the events, and no medical intervention was required. The patient was able to get running on the new device and there were no further issues. It was confirmed that a field service technician (fst) went onsite to evaluate the console. The fst confirmed the sensor box was at the root of the issue. They replaced the sensor box with a new one and took the defective one with them. The sample was not available to be returned for evaluation. The serial number of the sensor box is (B)(6)

Manufacturer narrative:
Plant investigation: no sample was available to be returned for evaluation, and therefore, the reported failure could not be reproduced. However, the reported event can be assigned to a known failure pattern. The investigation of machine files was not necessary. Alarm # 208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A CAPA has been opened to address this issue.